Event description:
The customer reported that the balloon would not deflate all the way after all attempts were made. The issue occurred during a therapeutic esophagogastroduodenoscopy procedure. The procedure was delayed by 2 minutes and was completed without harm or injury to the patient. There were no reports of harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the balloon end of the device had been torn or cut off. The cut off area of the device showed signs of plastic stretching with many jagged points. The tubing on this end of the device included bends, creases, and other signs of stress marks in the plastic material. It is likely that the customer was not able to deflate the balloon fully and had to tear of the end of the device to remove it from the scope. Based on the results of the investigation, the nonconformance observed in this complaint was categorized as a process defect. An exhaustive revision of the process was completed, founding that occlusion partial or total was generated in the proximal bonding station due to misalignment of the d-mandrel or mandrel during the preparation for bonding process. The operator has not enough visibility to ensure the correct position of the d-mandrel or mandrel, causing melting material smearing occluding partial or total the diameter of the extrude. Causing two events, the first is the diameter is completely occluded which would prevent the balloon from inflating. And the second event would be that the diameter is partially occluded which would cause it to take longer to inflate or deflate. Olympus will continue to monitor field performance for this device.